Event description:
The site reported that a bilaterally implanted patient had a light adjustable lens (lal sn: (B)(6), +19.0d) explanted from the right eye (od) due to residual refractive error. The explanted lal was replaced with another lal (sn: (B)(6), +18.5d). Rxsight's first awareness of this event was on 11/21/2023. Reference MDR 3012712027-2023-00116 for the report on the left eye (os).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).